Manufacturer narrative:
(B)(4). Method: actual device was received for evaluation and investigation. A flow rate accuracy test and pressure pot test were conducted. A review of the device history record (DHR) was performed. Results: the pump was returned empty. The pump was refilled with 270ml of 0.9% saline. The pinch clamp was opened and the pump infused. Flow accuracy testing was performed. After 50.75 hours of testing, line #1 of the pump yielded a flow rate of 2.00ml/hr, which is with specifications with a +/-15% tolerance. After 50.75 hours of testing line #2 yielded a flow rate of 1.96ml/hr/ which is with specifications with a +/-15% tolerance. Pressure pot testing was performed on the flow restrictor (glass orifice) with the tubing detached from the pump. The filter was removed from the tubing for this test. The tubing was connected to a pressure gauge. The average bladder pressure used was 8.70psi. After 2 hours of testing, the glass orifice of line #1 yielded a flow rate of 1.72ml/hr, which is within specifications with a +/-15% tolerance. After 2 hours of testing, the glass orifice of line #2 yielded a flow rate of 1.66ml/hr, which is within specifications with a +/-15% tolerance. Conclusion: the investigation summary concludes that fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, all flow rates met specifications using the average bladder pressure. The sample evaluation concluded that fast flow was not observed. As the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
(B)(4). Method: the device was returned and a visual inspection was performed. The device will be undergoing evaluation and testing. A review of the device history record (DHR) was performed for the model and lot number provided. Results: according with the results of the DHR review the production lot met all manufacturing and quality specifications at release. Testing results will be provided once completed. Conclusion: once the investigation and device analysis are completed a follow-up report will be submitted.

Event description:
It was reported by our hotline nurse that a caller called to report that a pumps infusion ended sooner then expected. Caller states that the pump was a "270 ml, 4ml/hr (2+2) pump labeled as filled with 270ml's of marcaine." The pump was filled at the surgery center and the expectation was that it was going to last for 3 days close to 68 hours. It was placed in the pacu bit before 5 pm on thursday and it was empty about 4:30 pm on saturday. The patient did not experience any signs or symptoms of toxicity nor medical intervention.